Event description:
It was reported the patient underwent a right hip revision approximately 8 days post implantation due to infection with instability. During the revision, necrotic tissue was debrided and the head and liner were exchanged.

Manufacturer narrative:
(B)(4). Report source: foreign: country: switzerland. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following instability at 90 degree of bending. Patient had fall, cause of the accidental fall was the patient woke up during the night and fell. Removal of poly and head; stable stem. Debridement of necrotic tissue. Debridement of soft tissues surrounding acetabulum. Initial culture results of right hip: negative, no final cultures provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.